Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the ventilator would not power on. The device was not in use; therefore, there was no patient involvement.

Manufacturer narrative:
Date of manufactuter: 05/18/2018. Date of report: 09/22/2018. The service technician replaced the cpu board to address the reported problem.